Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the calcified superficial femoral artery. The vessel was dilated with a 4.0 armada 14 and 5.0 armada 18 balloon dilatation catheter. A 6x45 mm introducer sheath was used. The vessel diameter was 5.0 mm. The 5.0 x 120mm supera self-expanding stent system (sess), was advanced in the patient anatomy, however during deployment the supera stent only partially deployed. It was noted that as the sess was being removed, the stent pulled back into the sheath. The device was not removed under fluoroscopy. A new same size supera sess was used to complete the procedure. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty to deploy was not tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It should be noted that the supera instruction for use states, to confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.